Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ generic medstation¿ es the smart remote manager keeps sticking and was unable to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was sticking whenever the customer accessed the fridge, requiring keys to unlock it. A field service engineer suspected the latch which appeared to be misbehaving despite proper alignment. The latch was replaced and tested. The smart remote then opened and closed correctly without issues. Diagnostics and acceptance tests were performed successfully, and the customer verified proper functionality through the application. The drawer was inventoried multiple times without failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ generic medstation¿ es the smart remote manager keeps sticking and was unable to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.